Event description:
Per the clinic, the implanted electrode arrays were found to have extruded from the cochlea. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).